Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional regarding a patient implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor. It was reported that the patient was in the emergency room after a cross country road trip and that the patient needed to be catheterized, and 1 liter of fluid was extracted. It was noted that the patient experienced a shooting pain down their leg when trying to use the device. No further complications were reported.